Manufacturer narrative:
(B)(4). The device was requested for evaluation, but has not yet been received. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The actual homechoice device was evaluated and the reported condition of fluctuating cycles was not confirmed nor duplicated. A visual inspection noted no physical damage. The power on self test was performed successfully. The 1 hour therapy was performed successfully. The device was tested as per baxter operating procedures and protocols and passed all testing. Based on the information obtained from baxter's investigation, the root cause of the report was not determined.

Event description:
A customer contacted (B)(4) service center to report the homechoice (hc) machine fluctuates from 6 to 7 cycles a couple of times weekly. The technical support specialist will make arrangements to exchange the device. No patient injury or medical intervention was indicated at the time of the initial report.